Event description:
It was reported that the caps were loose with an unspecified bd vacutainer® blood collection tubes. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) loose caps.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It has been determined that complaint was for a non bd product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that the caps were loose with an unspecified bd vacutainer® blood collection tubes. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) loose caps.